Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty due to articular surface wear.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Concomitant medical products: item: unknown shell, lot: unknown, therapy date: unknown; item: unknown zimmer m/l taper, lot: unknown, therapy date: unknown.

Manufacturer narrative:
As the product was not returned for analysis visual and dimensional evaluations could not be performed. The lot and part number are unknown therefore a device history review, compatibility check or complaint history search could not be performed.the surgical notes were not provided; the device was used for treatment.with the limited information provided a definitive root cause could not be determined. No corrective actions, preventive actions, or field actions have been initiated as a result of the investigation of this event.